Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a direct laryngoscopy, the mlx 300w xenon lightsource (00mlx) had a burning smell when plugged into the box. As reported by the clinical end users, "a light box used during surgery began smoldering right before the start of surgery. The instrument/light cord was plugged into the box and turned on. The circulator immediately smelled something burning and told the md to stop. The circulator turned off the machine and unplugged the box, then called the nurse manager to access it. The light cord appeared charred." The device was evaluated by the lead biomedical equipment support specialist, and the technician noted that "when I received the light box down to our shop, the device was set to 100% power, which I think may be the issue here, but I'm not sure. I don¿t think that the cable that was used could take the heat of the 100% power output." No patient injury, death, or surgical delay reported.